Manufacturer narrative:
(B)(4). Additional information received: the explant has not taken place and has not been scheduled.

Manufacturer narrative:
(B)(4). Date sent: 09/11/2019. Additional information received: the patient has gained enough weight to undergo surgery. Explant surgery has been scheduled for (B)(6) 2019.

Manufacturer narrative:
(B)(4). Date sent: 03/28/2019. Additional information received: the surgery is attempting to be scheduled for (B)(6). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm that the explant did take place on (B)(6) 2019?

Manufacturer narrative:
(B)(4). Date sent: 02/26/2020. Device analysis: the returned device had 13 beads with clasp beads in a locked position. The sutures on the clasp beads were still present on the device; however, one of the sutures were trimmed down. In addition, there was an exposed weld ball that was disconnected from the washer of the adjacent bead. The link length and tensile force were found to meet the applicable specifications. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. The affected washer through hole diameter was measured with computed tomography (CT) and found to be greater than the specification. The through-hole diameter of the affected washer was slightly non-concentric. The exposed weld ball diameter was found to meet specifications. As the device was tested to 250g tensile force in production, it is presumed that a certain geometric combination of the weld ball and the washer hole resulted in the device separation in vivo. The DHR for lot: 10440 was reviewed. No defects, ncrs, or reworks related to the product complaint were found. Lot: 10440 was an affected lot of the 2018 linx recall.

Manufacturer narrative:
(B)(4). Date sent: 01/02/2020. Patient demographics:(B)(6) and the dob: on (B)(6) 1983.

Manufacturer narrative:
(B)(4). Additional information received: the patient had a bowel obstruction and had lost weight. Her transplant physician wants her to gain a certain amount of weight before she¿s cleared for surgery. She is working on that and is doing well right now. They will update us once the surgery is scheduled, per the patient¿s father.

Manufacturer narrative:
(B)(4). Date sent: 02/06/2020. H10: corrected data: d4, d10. D10 information was omitted on the previous report. D4 updated based on additional information received. Please see below. Additional information received: the implant date was (B)(6) 2016. The lot number was 10440 and serial number (B)(6) for the implanted device. Based on reported lot number 10440, the product code is lxmc13.

Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Spoke with patient¿s father who reported she is currently in the hospital with an infection and the linx device was observed to be separated on radiographic imaging. The patient has a history of cystic fibrosis and underwent a double lung transplant on (B)(6) 2013. Approximately two years ago it was recommended to her that she have the linx device implanted to minimize any potential difficulties that may arise following the transplant. This procedure as well as the lung transplant took place at (B)(6). Initially, she had difficulty swallowing and had the sensation of choking but he thinks eventually she was able to tolerate it. The implant surgeon recommended they remove it while she¿s hospitalized. At this time, she wants to recover from the infection and take time to discern next steps. Patient¿s father agreed to provide surgeon name (he couldn¿t recall his name during our phone call) and we have permission to follow up for additional information. He will get back to me once he¿s spoken with his daughter and the current health issues are resolved. Spoke with patient¿s father who indicated the explant surgery has not yet been scheduled. His daughter has now been discharged from the hospital but needs to gain weight before surgery. He also had the name of the implant surgeon, (B)(6).

Event description:
It was reported that his daughter had a linx device implanted and while in the hospital for a double lung transplant, the attending doctor discovered the beads on the linx device had separated. The doctor advised that the linx device would have to be removed and replaced. The implant doctor isn't known. There are currently no plans to remove the device, at this time.